Event description:
It was reported that during a liver resection procedure, on the first firing of the device the staples looked bad. They were not properly formed. The jaws would not open even with the manual release button. They finally got the jaws open by manipulating them. There was no trauma to the tissue. They got a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 09/14/2008. Info anticipated, but unavailable at this time.